Event description:
It was reported that while using the excelsius gps system, the case was aborted shortly after the patient displayed suspected presence of stroke and/or hematoma.

Manufacturer narrative:
The evaluation conclusion was not yet available. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
No system malfunction was found during the review. An investigation of the logs showed an accurate registration with no shifts or patient movement. Additionally, the user reported mer and patient stimulation response testing was favorable, indicative of accurate placement. Ultimately, this case was aborted due to the patient displaying left left-sided muscular weakness and facial paralysis. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted shortly after the patient displayed suspected presence of stroke and/or hematoma.